Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007157 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) complaint investigation. Photo/sample was not provided. To test the product, the reference samples from the lot have been requested. Test results: visual test for occlusion at infusion site according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional instruction air flow test according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6007157 was packaging according to the wi version 114, in the line inset 6, on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Gluing of quick set the lot 4e02061 was manufactured according to the wi version 64 in the line 5c02 on (B)(6) 2024, with a total of (B)(4) units. The lot 4e02062 was manufactured according to the wi version 64 in the line 5c02 on (B)(6) 2024, with a total of (B)(4) units. Trending: a query was run in database on (B)(6) 2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6007157 and no one other complaint has been registered in database for the same lot 6007157 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue was found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.